Event description:
It was reported that the patient received inappropriate therapy while sleeping. Review of stored egms showed noise on the ventricular lead. Isometrics, arm positioning and pocket manipulation testing could not reproduce the noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.